Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 460 mg/dl. Insulin pump's bottom came out and drive support cap was loosened. Insulin pump had button error alarm two years before. Insulin pump had compromised forced sensor system error alarm. Customer was experiencing fatigue and urinating frequently. Customer was using insulin pump within 48 hours of reported event. Device will be returned for analysis.